Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp developed red colored urine. The impella was repositioned to resolve the issue.

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. Hemolysis: data logs confirmed pump was in improper position corresponded with some impella position in aorta events on 6/3/25. Also there were some suction alarms. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data review, the root cause of hemolysis was most likely due to pump was not in the proper position since the clinical team confirmed poor position of impella caused hemolysis and resolved after repositioning of the pump. Positioning issues: the root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.